Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006:the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 years 1 month post implant of bard flat mesh, patient was diagnosed with bacterial infection, adhesions, purulent discharge, inflammation & pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, inflammation, pain and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d.4 (product catalog no., corporate lot no), d.6b (date of explant), g1, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the hernia sac was reduced back and a bard flat mesh placed over the defect and sutured.¿ (B)(6) 2017 - patient was diagnosed with infected mesh, acute cholecystitis, pain thereby underwent open repair with removal of infected bard flat mesh. Per operative notes, ¿the bard flat mesh densely adherent to the bowel was excised entirely and removed. There was a purulence coming from the mesh excised area, a segment of small bowel resected and anastomosis was done. A primary repair performed and a wound vac was placed.¿ attorney alleged that the patient had adhesions, bowel perforation, bowel removal, wound closure vac, infection and pain.